Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the system was running in normal mode with no system errors.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) 3 moved. The caller reported this issue occurred previously and this record captures the previous occurrence. The following is captured from related pr #(B)(4). The caller stated the usm had a monopolar curved scissors (mcs) installed and when the tech put on the energy cord, the instrument dropped lower while the surgeon had control. The caller was not sure if the led on the usm was solid blue or blinking blue at the time. The caller stated there were no faults or error messages when the issue happened. Tse reviewed the logs but found no related issue. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury.